Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: nim 1, 2.0, or 3.0. Identifying device information not known. (B)(4). The product was not returned for analysis.

Event description:
This report stems from the article titled "results of intraoperative neuromonitoring in thyroid surgery and preoperative vocal cord paralysis" by kerstin lorenz, et al, published in the world journal of surgery online on december 18, 2013. A retrospective study was performed on selected cases from june 1998 through may 2013 to analyze the validity of intra-operative nerve monitoring (ionm) in 285 patients with pre-existing vocal cord (vc) paralysis. Medtronic's nim system with emg-enabled endotracheal tube was used. The article states that five of the patients with pre-existing vocal cord paralysis experienced new vocal cord paralysis during/after surgery. It is not known what caused the paralysis or if the nim system was in any way a contributing factor to the injuries. Other separate, reportable issues included need for tracheostomy (reported via medtronic internal reference number (B)(4)) and death (reported via medtronic internal reference number (B)(4)).